Event description:
The customer reported the generation of five (5) erroneously low ion selective electrolyte (ise) patient results which includes sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The erroneous patient results were reported out of laboratory. The customer reported one (1) patient was hospitalized and treatment was given. Although several attempts were made to obtain further details, no further information was provided by the customer, and it is unknown which of the 5 patients received treatment. The customer provided data for the 5 patient samples. Note: refer to MDR 9612296-2024-00057 which addresses the adverse event; patient who received treatment. This MDR reports the malfunction of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective solenoid valve. The fse replaced the solenoid valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).